Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and scratched around casing.

Event description:
It was reported by the customer that they received a button error alarm. Customer reported that the buttons on the insulin pump are not responding. Customer's blood glucose level at the time 90mg/dl. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.